Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Drill bit remains in patient.

Event description:
It was reported that the surgeon was using a 2mm drill in the patient's wrist bone and the tip snapped off. No fragments or bits fell off and nothing in surgical wound. Surgeon has deemed it to be more hazardous to retrieve the broken drill bit so is satisfied to leave it there. Patient under g.a case type: distal radius fracture (primary).